Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The calibration was last performed on 03-mar-2025 and it was acceptable. The qc recovery before and after the event was within specifications. The alarm trace showed sample clot detection, sample probe: sample short, and sample short s1 alarms. These are indicators of possible poor sample quality. The field service engineer found the instrument and the reagent were performing within specifications. A hardware performance check, precision studies, and qc were performed and they were all within specifications. The patient sample was re-tested on (B)(6) 2025 with an mtx result of 0.533 umol/l (considered acceptable). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with online tdm methotrexate (mtx) assay on a cobas c503 analytical unit. Initial result: 0.04 umol/l (accompanied by a data flag). The provider questioned the initial result since it was low and the sample was then repeated. Repeat result: 0.49 umol/l (tested on a cobas c303). The repeat result was deemed to be correct.